Event description:
Information received with return of the explanted device notes premature end of life, no telemetry and a battery impedance of 3.2 kohms with a magnet rate of 87.5 ppm. The patient's condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received